Event description:
Philips received a report from a customer reporting that when they went to lower the table slightly so that an IV could be inserted for contrast injection the table suddenly dropped 6-8 inches. The table top caught the edge of the injection tray setup, causing it to flip up and strike the pt in the anterior elbow and/or chest area. The pt had reddening in the area, but refused any treatment, saying that it was not too painful, just sore.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).